Manufacturer narrative:
Device 13 of 34 a2: 67 years a3: male based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number  reporting site: 1049092  manufacturing site: 3005778470

Event description:
Consumer reported qty of 34 catheters from 2 mu boxes of same lot, sterile water "seeping and dripping through bottom of packaging." Consumer has used this product for 16 months now, caths 4 x a day for retention from atonic bladder and has not had this issue before. He said every single catheter he has used in his most recent order has had this issue. He said he breaks the water sachet, opens the top of packaging and hangs it with the adhesive dot it has on the back of it on the wall. He said he then takes catheter out and starts to cath with it but notes the water is "seeping out near the paper part at tip end of packaging and paper looks moist. Water is seeping through bottom end of packaging and a few drops of water are coming out of the bottom onto the floor." He said from the time he has broke the water packet to the time he sees the concern is about 1 minute. No photos depicting the reported complaint issue were provided by the complainant.

Event description:
This case was determined to be not reportable and is being retracted.